Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported damage to the pod was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The additional damage to the barewire was not observed during preparation and likely occurred during handling/packaging the device for returned to abbott. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that while flushing the emboshield nav6 during prep, the physician removed the bubble from net [filter] and then performed the last step (retrieval into the delivery catheter), but the filter could not be fully retrieved into the delivery catheter. The delivery catheter was examined and the catheter tip was observed to be kinked so that the filter could not be fully retrieved into the delivery catheter. The device was not used and there was no patient involvement. Another nav6 was used to continue the procedure. There was no clinically significant delay in the procedure. Return device analysis revealed the barewire was separated 54.3cm proximal to the tip solder. No additional information was provided.